Event description:
The manufacturer received information alleging a ventilator had an internal leak. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's flow sensor assembly was found to be loose and contaminated. The device's flow sensor assembly needs to be replaced to address the issue. The device has been evaluated but the components have not been replaced pending customer approval of estimate.